Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 80 to 90 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 59 mg/dl and 57 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 80mg/dl (B)(6) 2015 10:00am. 80mg/dl (B)(6) 2015 06:52am. 71mg/dl (B)(6) 2015 09:17am. 78mg/dl (B)(6) 2015 09:16am. 52mg/dl (B)(6) 2015 09:13am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had a poor fill. Additional product codes added.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 80 to 90 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 59 mg/dl and 57 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/14/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:80mg/dl (B)(6) 2015 10:00am. 2:80mg/dl (B)(6) 2015 06:52am. 3:71mg/dl (B)(6) 2015 09:17am. 4:78mg/dl (B)(6) 2015 09:16am. 5:52mg/dl (B)(6) 2015 09:13am. Adverse event not reported.